Manufacturer narrative:
(B)(4). Results of investigation: per service record received from a carefusion authorized service center, "after running the unit for a little while, the unit began alarming disc/sense. The unit was opened up to find fluid inside at the high side tubing and the flow valve gasket was peeled up. The fluid affected the solenoid manifold and high side barb. The tubing kit, barb, high side, and solenoid manifold was replaced to correct the reported issue. Carefusion's failure analysis results; carefusion received the defective solenoid manifold. During the initial bench test, found the solenoid manifold assembly failed the leak test with a service golden testing vent and failed the solenoid manifold assembly test procedure for high leakage on the solenoid #2 test. The defective component was scrapped after completion of the failure analysis investigation.

Event description:
It was reported by the customer that the unit is alarming disc/sense after running the ventilator for a while. There was no report of any patient involvement or patient harm associated with this event.